Manufacturer narrative:
Concomitant medical products: patient medications include but are not limited to: humira, arava, folic acid, prednisone, hydrocodone, aspirin, amlodipine besylate, hyzaar, klor-con, basaglar kwikpen, novolog, metformin, crestor, proair resplickick, singulair, zytec, stool softener. According to the instructions for use (IFU) for the gore® excluder® aaa endoprostheses; adverse events that may occur include, but are not limited to include: aneurysm enlargement. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2009, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses. The patient tolerated the procedure. On (B)(6) 2019, the patient underwent reintervention occurred and a gore® aortic extender component was placed proximally. The type of endoleak was unable to determined. As there was also bird beaking of the proximal end of the trunk on the right side, a palmaz stent was also placed. The patient was reported to have a short angled neck (unknown if angle exceeded 60 degrees). It was also reported there was enlargement of the aneurysm from 6 x 5.8cm in diameter on (B)(6) 2018 to 7.4cm in diameter on (B)(6) 2018. At time of reintervention the diameter measured 7.7 x 7.0cm. The patient tolerated the procedure well.